Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray was taken and showed lead migration. High impedances were also noted on the lead. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: (B)(6). Sc-2317-50, sn: (B)(6). The returned lead was analyzed and the allegations of inadequate stimulation and high impedances have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is one cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. With all the available information, boston scientific concludes the reported event was confirmed and the probable cause selected is "cause traced to component failure".

Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray was taken and showed lead migration. High impedances were also noted on the lead. The patient underwent a lead replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray was taken and showed lead migration. High impedances were also noted on the lead. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Sc-4316 ln: 28178945. The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.